Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2011. Approximately 11 years and 8 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: periprosthetic osteolysis of internal right hip joint there was noted to be a small amount of dark brown fluid superficial to the fascia as well as an inflammatory tissue mass tracking to the joint, likely from an osteolysis reaction, which was carefully removed after the fascia was first opened in line with the incision. The patient was transferred to the recovery room in satisfactory condition.